Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose level. The customer's blood glucose level was 544 mg/dl. The customer reported that there were air bubbles of approximately 3 inches along the tubing length. He also received insulin flow block alarm during bolus. The customer was assisted in troubleshooting for high blood glucose. He was not alleging that the insulin pump was under delivering. The customer was treated with insulin syringe. The insulin pump will not be returned for analysis.